Event description:
During demonstration: (B)(4) feature shut down EKG monitor requiring a re-boot. Cut function caused interference but did not shut down EKG monitor. Swapping pulsar ii generator for pulsar I resolved the issue.

Manufacturer narrative:
Product event# (B)(4) evaluation process: unit received in poor condition in non-standard packaging: it arrived in a brown box wrapped in bubble wrap. Enclosure has a bad dent on upper lid and some minor scratches. Internal visual inspection revealed no loose or broken components. Unit needs new enclosure and new front overlay. Unit delivered rf energy correctly into fixed resistors. Unit was powered upon at least 6 days in the field. Error log contains 7 e3s (patient return electrode has poor connection). The e3 errors are considered 'normal use' errors and are not indicative of problems with the unit. Root cause: the pulsar ii is an electrosurgery device and, as such, is considered an intentional radiator of rf energy when keyed (via foot pedal or handpiece button activation). All equipment in the or should be designed to withstand the emi interference generator by the pulsar ii generator (per iec 60601 requirements). The pulsar ii rf generator is functioning as designed. System approach: the rf energy is generated via the generator and delivered to the device for utilization and the device does no generate the rf energy on its own. Via the product analysis it was determined that the unit was delivering rf energy correctly into the fixed resistors. Therefore if rf energy was being delivered properly it is likely the set-up or environmental conditions of the or contributed to the incident rather than a failure of the products involved. (B)(4).

Event description:
During demonstration: coag feature shut down EKG monitor requiring a re-boot. Cut function caused interference but did not shut down EKG monitor. Swapping pulsar ii generator for pulsar I resolved the issue.

Manufacturer narrative:
(B)(4). Eval method: product scheduled for return but not received by manufacturer for inspection. Eval code results: product scheduled for return but not received by manufacturer for inspection. Eval code conclusion: product scheduled for return but not received by manufacturer for inspection. Product event: (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.